Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the patient outcome. 17 waveone gold small files 25mm were returned (one file in loose + 16 unused files). The file in loose is actually broken in the active part (uncertain conditions). No material defect was found during analysis of the rupture pattern. Nothing unusual to report was found during DHR review (batch #1697551). A sample of ten unused files was taken and evaluated and the files were found in compliance with specifications. According to our prescriptions, we can consider that the product batch #1697551 is conforming (representative sampling). No fault found, production meets specifications.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a waveone gold file broke into the tooth. The event outcome is unknown as of this MDR evaluation.